Manufacturer narrative:
Partial lead measuring 6.5 cm from the connector portion of the lead was returned for analysis. Damage found was consistent with the procedural damage.

Event description:
It was reported that the patient expired. The cause of death was cardiorespiratory failure. There is no known allegation from a health professional that suggests the death was related to the device. No additional information is available.

Manufacturer narrative:
(B)(6) 2007.